Manufacturer narrative:
The pump was not returned for investigation. The cause of the placement signal issue could not be determined since product was not returned and sufficient clinical information was not provided. The pump passed all post sterile inspection checks.

Manufacturer narrative:
Additional information was received, and a clinical assessment was completed and documented in section b5 (event description). Correction: complaint/patient and product experience coding has been revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.

Event description:
A 61-year-old male patient with no significant previous medical history was admitted due to sudden onset of chest pain and was diagnosed with an acute myocardial infarction with total occlusion of the right coronary artery. Following interventional revascularization, the patient experienced a respiratory arrest, requiring resuscitation and intubation. An impella cp was placed and the patient transferred to the intensive care unit. On the same day, the decision was made to escalate the patient to an impella rp flex and an impella 5.5. Following 5 days of biventricular support, the patient developed a fever, later diagnosed as pneumonia, requiring antibiotic treatment. Following a short episode of spontaneous breathing, the patient had to be re-intubated due to both the pneumonia and fluid overload. A tracheotomy had to be carried out and systemic anticoagulation was temporarily halted for this reason. Following an episode of ventricular tachycardia, antiarrhythmic drugs were administered. At the same time, a "placement signal not reliable" alarm occurred but self-resolved after a short time. Intermittent suction events occurred as a sign of aggressive fluid management. Following 16 days of support, systemic anticoagulation had again to be halted due to hemoptysis via the tracheal cannula also requiring blood transfusions. The patient developed renal failure requiring continuous renal replacement therapy as well as a sepsis. After 34 days of support, the patient was taken to the operation room to close the ventricular septal defect and perform bypass surgery. During the procedure, the impella rp flex was exchanged for an extracorporeal membrane oxygenation and the impella 5.5 was exchanged for another impella 5.5. Antibiotic treatment for sepsis and pneumonia continued. After a sedation weaning trial failed to create a neurologic response after days off sedation, the patient was taken for a computer tomography scan in which large bowel ischemia was found. Due to the poor prognosis of the underlying disease, care was withdrawn after another 12 days of support on the second impella 5.5 and the patient expired. Death was most likely to be caused by the underlying disease but will be conservatively coded to the impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with both an implella 5.5 and an impella rp flex lost the optical signal from the impella rp flex. No interruption to patient management was reported and impella support continues.